Manufacturer narrative:
Investigation into this event by the field engineer determined that the precision performance was unacceptable. Field service replaced the reagent metering probe, tubing and valve. Service actions have restored the analyzer to expected operation. The customer has not reported any additional problems since the service adjustments. The root cause of the event is instrument related.

Event description:
A customer observed imprecise results for total b-hcg on the eci analyzer. Biased results of the direction and magnitude observed could lead to inappropriate physician action. There was no report of patient harm as a result of this event.